Event description:
Caller reported customer having potential false negative urine hcg results when using consult diagnostics hcg cassette test. Distributor contacted technical service who then contacted the customer directly. Customer said they do not have pt specific info for the false negatives. The customer said they had multiple pregnancy tests the initially showed up negative but when the customer went back and looked at the test it was positive. Some of the pts got blood work done at the hosp and it was positive. The customer said many of them are early pregnancies. Customer did not know how many discrepant results they had; there is no record of occurrences.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg120130-01, 100miu/ml hcg urine lot: hcg120223-01, 244.7iu/ml hcg urine lot: hcg111130-01, summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observations could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.